Manufacturer narrative:
A replacement pump was sent to the customer. In followup with the customer on (B)(6) 2017, she stated that she was producing about 20 oz of milk, but is now producing 12 oz. She stated that she allows herself 40 minutes to pump and then continues to breastfeed to get all milk out. She stated that she would wake up every two hours and pump too hard and she feels that caused the mastitis, which was usually in her left breast. She reported that the three times that she developed mastitis, she was prescribed antibiotics. At this time the mastitis is resolved. A medela lactation consultant spoke with the customer about her recurring bouts of mastitis and was provided with information regarding how to regulate her milk supply and what to do to decrease the likelihood of further bouts of mastitis. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. "Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2017, the customer alleged to medela llc the her freestyle breast pump starts to pump and then turns off and she is not able to empty her breasts, feels hard and is in pain. She reported that she has had mastitis three times in the past. She does not currently plan to see a doctor, but is instead massaging and breastfeeding and will see a doctor if her condition worsens. She indicated that she feels that her other bouts with mastitis were from pumping at too high of a level, because when she decreased the suction, she stopped getting mastitis.